Event description:
Customer called to report the insulin pump had a blank display. Blood glucose reading was 210 mg/dl. Troubleshooting was performed. No anomalies were noted. A replacement battery cap was sent. Customer called back to report issues with blank display. The customer stated she had to try 4 times with the new battery cap before the display came back on. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. The insulin pump monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. There was no damage found on the c13 lcd isolation tape noted. The unit was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.